Manufacturer narrative:
In review of all case details against the criteria set forth in document (B)(4) (medical device reporting standard operating procedure) and its applicable appendices, this complaint does not meet the requirements for an MDR in the countries where the device is sold or distributed. However, the MDR is being submitted to us FDA pursuant to the obligations of the emergency use authorization, and per communication received from FDA on october 7, 2020.

Event description:
On 11/17/2021: mas received report of a potential false positive result while customer was testing on the aries sars-cov-2 assay. On 11/18/2021: mas confirmed the sample types are nasopharyngeal swabs, samples are being vortexed, utm is being utilized for transport media, all samples are run immediately after collection or refrigerated for less than 2 hours before running. The cassette serial numbers for the discrepant runs are (B)(4). Date: (B)(6) 2021, slot: a2, cassette lot: ab4480a, cassette sn: (B)(4), result: sars-cov-2 positive. Date: (B)(6) 2021, slot: a1, cassette lot: ab4480a, cassette sn: (B)(4), result: sars-cov-2 negative.